Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5056608. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that while using a bd saf-t-intima closed IV catheter system, an lpn obtained a contaminated needle stick injury. The source patient is (B)(6). The clinician received routine post exposure lab work, "chemoprophylaxis", and (B)(6) medication.